Manufacturer narrative:
(B)(4). A service engineer (se) started the device and could not log into the interface. The device was restarted and it worked intermittently. The se determined the singe board computer (sbc) may be broken and will be replaced.

Event description:
It was reported that a ventilator screen was frozen. There was no patient involvement.